Manufacturer narrative:
The reported events of high pacing threshold and lead damaged were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During remote monitoring, episodes of high capture threshold were noted on the right ventricular (rv) lead. X-ray imaging was later performed, which revealed rv lead damage. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.